Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose levels and was treated with manual correction event on (B)(6) 2026. No further information available.